Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
New information received indicates that the device and lead were explanted without incident.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a visual inspection of the device noted numerous electrocautery burn marks on the case and header of the device. Review of the stored memory confirmed a shorted lead indicator was recorded by the device on august 6, 2016. Damage like that seen with this device is consistent with an attempt to deliver therapy through a shorted lead system, which may cause internal damage to the circuitry. Based on inspection and analysis of this device, evidence indicates the device was damaged after delivering a shock through a shorted defibrillation lead.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead received appropriate shock therapy for a ventricular tachycardia (vt) storm. The final shock delivered had low out-of-range shock impedance measurement and a shorted shock notification was observed upon interrogation. Surgical intervention is pending to replace the device and rv lead. No adverse patient effects were reported.